Event description:
On (B)(6) 2012 - (B)(4) - the dealer stated that the backrest of the 65650 rollator came off and cannot be reassembled. There was no alleged patient involvement, and no injury was reported.